Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that changing the battery did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no failed battery test and audio/beep anomaly noted. Pump received with corroded battery tube, slightly corroded battery tube spring, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.